Event description:
Six pts allegedly developed post-op infections within a few days of phalloplasty procedure. Dr has been performing this procedure for several years with no multiple pt issues. Dr states only thing that has changed is the tissue. Has used duraderm, pt's own tissue, etc. Successfully in past. One pt came back for culture and it was determined to be step infection. Antibiotics have been prescribed and appear to be working. None of the pt's were treated with antibiotics prior to the procedures being performed. Vicryl sutures were used on all pt.